Manufacturer narrative:
Company comment: the serious expected event of swelling at implant site and the non-serious expected event of dermal filler overcorrection were considered possibly related to the treatment. Seriousness criteria includes the need for medical interventions and hospitalization to prevent permanent damage. The potential root cause for both events includes the treatment procedure, but an alternative root cause for the event of swelling includes the corrective treatment with hyaluronidase, which could trigger the onset of swelling. Potential contributory factor to the swelling include past filler treatment. The case meets the seriousness criteria for expedited reporting to the regulatory authorities. Evaluation text: routine investigations have been performed and provide sufficient information to assess the potential root cause and indicate a possible association to the treatment procedure. Lot number was not reported, and the product could not be verified. A follow-up on the lot number will be performed. The information in this case does not indicate a non-conforming product or malfunction based on the available information. CAPA comment: no corrective or preventive actions are deemed necessary based on the outcome of the performed investigations.

Event description:
Case reference number (B)(4) is a spontaneous report sent on 27-jul-2023 by a 43-year-old female physician (patient) reporting her own case. Relevant medical history and allergies were denied. The patient had previously received treatment with neauvia (hyaluronic acid, calcium hydroxyapatite) to the tear trough in (B)(6) 2022. On (B)(6) 2023, the patient received treatment with 0.5 ml of restylane defyne to the right nasolabial area using the co-packed needle with unknown injection technique. The same day, the patient also received treatment with juvederm to lips. According to the patient, too much of the product was administered (dermal filler overcorrection). On (B)(6) 2023, the patient was injected with 1 ml hylase [hyaluronidase]. The patient experienced severe swelling (implant site swelling) on the right face, which was initially reported as severe swelling in the eye area. Corrective treatment was unspecified antibiotics. On an unknown date in (B)(6) 2023, the patient was hospitalized for 3 days. According to the patient (reporting physician), permanent impairment of a body function or permanent damage to a tissue structure was probable and she reported the outcome as recovered from events with sequelae. Outcome at the time of the report: swelling was recovered/resolved with sequelae. Too much of the product was administered was recovered/resolved with sequelae. Tracking list: v.0 initial. V.1 fu received on 30-aug-2023 and 31-aug-2023 from the patient: case was upgraded to serious. Patient demographics, past and concomitant filler treatment, suspect device implant date, volume, needle type, event onset date, outcome, hospitalization and corrective treatment details were updated.

Manufacturer narrative:
Company comment: the serious expected event of swelling at implant site and the non-serious expected events of discolouration, erythema, mass and discharge at implant site, and dermal filler overcorrection were considered possibly related to the treatment. Seriousness criteria includes the need for medical intervention and hospitalization to prevent permanent damage. The potential root cause includes the treatment procedure. Potential contributory factor to the swelling includes past filler treatment or injection technique. The case meets the seriousness criteria for expedited reporting to the regulatory authorities. Evaluation text: routine investigations have been performed and provide sufficient information to assess the potential root cause and indicate a possible association to the treatment procedure. The lot number could not be verified as the product had already been disposed, and therefore, no further investigations on the lot can be performed. The investigations performed to date are considered adequate and no additional investigations will be conducted until further information is received. CAPA comment:: no corrective or preventive actions are deemed necessary based on the outcome of the performed investigations.

Event description:
Case reference number (B)(4) is a spontaneous report sent on 27-jul-2023 by a 43-year-old female physician (patient) reporting her own case. Relevant medical history and allergies were denied. The patient had previously received treatment with neauvia (hyaluronic acid, calcium hydroxyapatite) to the tear trough in (B)(6) 2022. On (B)(6) 2023, the patient received treatment with 1 ml of restylane defyne to both sides of the nasolabial folds using the co-packed needle (unknown lot and injection technique). The same day, the patient also received treatment with juvederm to lips. According to the patient, too much of the product was administered/overcorrection (dermal filler overcorrection) on the right facial side. The restylane defyne was injected deeply and superficially. The superficial injection on the right side intensified over time and was very visible. Thereafter, the affected area turned blue (implant site discolouration) and red (implant site erythema) and did not integrate into the tissue (implant site mass). The area was aspirated and yellowish material similar to pus came out (implant site discharge). On (B)(6) 2023, the patient was injected with around 0.7 ml of hylase [hyaluronidase] by a plastic surgeon. The patient experienced swelling (implant site swelling) on both nasolabial folds, which was initially reported as severe swelling under the right eye and then spread to one half of the face within a few days after the first treatment. No further adverse events occurred. On an unknown date in (B)(6) 2023, the patient was hospitalized for 3 days, and she was treated prophylactically with unspecified intravenous antibiotics and a prednisolone [prednisolone] bolus. One month later, in (B)(6) 2023, the patient received treatment with around 0.7 ml of hylase by another physician. In the upcoming weeks, in 2023, the patient planned to undergo another hylase treatment under ultrasound monitoring. According to the patient (reporting physician), permanent impairment of a body function or permanent damage to a tissue structure was probable and the outcome of the swelling was not mentioned, the overcorrection was still ongoing at the time of the report. Outcome at the time of the report: swelling was unknown. Too much of the product was administered/overcorrection was not recovered/not resolved/ongoing. Blue was unknown. Red was unknown. Did not integrate into the tissue was unknown. Yellowish material similar to pus came out was unknown. Tracking list: v.0 initial. V.1 fu received on 30-aug-2023 and 31-aug-2023 from the patient: case was upgraded to serious. Patient demographics, past and concomitant filler treatment, suspect device implant date, volume, needle type, event onset date, outcome, hospitalization and corrective treatment details were updated. V.2 fu received on 22-sep-2023 from the patient herself: events (implant site erythema, discolouration, mass and discharge) were added. Suspect device volume, event location, outcome of events and corrective treatment details were updated.

Event description:
Case reference number (B)(4) is a spontaneous report sent on 27-jul-2023 by a 43-year-old female physician (patient) reporting her own case. Relevant medical history and allergies were denied. The patient had previously received treatment with neauvia (hyaluronic acid, calcium hydroxyapatite) to the tear trough in oct-2022. On (B)(6) 2023, the patient received treatment with 1 ml of restylane defyne to both sides of the nasolabial folds using the co-packed needle (unknown lot and injection technique). The same day, the patient also received treatment with juvederm to lips. According to the patient, too much of the product was administered/overcorrection (dermal filler overcorrection) on the right facial side. The restylane defyne was injected deeply and superficially. The superficial injection on the right side intensified over time and was very visible. Thereafter, the affected area turned blue (implant site discolouration) and red (implant site erythema) and did not integrate into the tissue (implant site mass). The area was aspirated and yellowish material similar to pus came out (implant site discharge). On (B)(6) 2023, the patient was injected with around 0.7 ml of hylase [hyaluronidase] by a plastic surgeon. The patient experienced swelling (implant site swelling) on both nasolabial folds, which was initially reported as severe swelling under the right eye and then spread to one half of the face within a few days after the first treatment. No further adverse events occurred. On an unknown date in aug-2023, the patient was hospitalized for 3 days, and she was treated prophylactically with unspecified intravenous antibiotics and a prednisolone [prednisolone] bolus. One month later, in sep-2023, the patient received treatment with around 0.7 ml of hylase by another physician. In the upcoming weeks, in 2023, the patient planned to undergo another hylase treatment under ultrasound monitoring. According to the patient (reporting physician), permanent impairment of a body function or permanent damage to a tissue structure was probable and the outcome of the swelling was not mentioned, the overcorrection was still ongoing at the time of the report. Outcome at the time of the report: swelling was unknown. Too much of the product was administered/overcorrection was not recovered/not resolved/ongoing blue was unknown. Red was unknown. Did not integrate into the tissue was unknown. Yellowish material similar to pus came out was unknown. Tracking list: v.0 initial v.1 fu received on 30-aug-2023 and 31-aug-2023 from the patient: case was upgraded to serious. Patient demographics, past and concomitant filler treatment, suspect device implant date, volume, needle type, event onset date, outcome, hospitalization and corrective treatment details were updated. V.2 fu received on 22-sep-2023 from the patient herself: events (implant site erythema, discolouration, mass and discharge) were added. Suspect device volume, event location, outcome of events and corrective treatment details were updated.

Manufacturer narrative:
Company comment: the serious expected event of swelling at implant site and the non-serious expected events of discolouration, erythema, mass and discharge at implant site, and dermal filler overcorrection were considered possibly related to the treatment. Seriousness criteria includes the need for medical intervention and hospitalization to prevent permanent damage. The potential root cause includes the treatment procedure. Potential contributory factor to the swelling includes past filler treatment or injection technique. The case meets the seriousness criteria for expedited reporting to the regulatory authorities. Evaluation text: routine investigations have been performed and provide sufficient information to assess the potential root cause and indicate a possible association to the treatment procedure. The lot number could not be verified as the product had already been disposed, and therefore, no further investigations on the lot can be performed. The investigations performed to date are considered adequate and no additional investigations will be conducted until further information is received. CAPA comment:: no corrective or preventive actions are deemed necessary based on the outcome of the performed investigations.